Manufacturer narrative:
The device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.50x38mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent came off the balloon. The stent was dislodged in a proximal vessel. A smaller balloon was inserted and crushed the dislodged stent against the vessel wall and completed the procedure. No patient complications were reported.

Manufacturer narrative:
The device is a combination product. Updates made to: describe event or problem, implant date.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.50x38mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent came off the balloon. The stent was dislodged in a proximal vessel. A smaller balloon was inserted and crushed the dislodged stent against the vessel wall and completed the procedure. No patient complications were reported. Voluntary medwatch/maude report # mw5082039.